Event description:
User reported that whilst delivering cardioplegia in cardioplegia pressure regulation mode they were unable to regulate pressure. User reported that the pressure would overshoot the try to reduce to accommodate. To rectify this the user did not use regulation mode. There was no patient harm as a result of this issue.

Manufacturer narrative:
Device has been returned to spectrum medical and is undergoing investigation.

Manufacturer narrative:
The logs show pressure alarms. When the pump ran without pressure regulation, max pressure would still engage. Suggesting an obstruction in the line and could explain why pressure regulation would oscillate. Root cause - circuit setup.

Event description:
User reported that whilst delivering cardioplegia in cardioplegia pressure regulation mode they were unable to regulate pressure. User reported that the pressure would overshoot the try to reduce to accommodate. To rectify this the user did not use regulation mode. There was no patient harm as a result of this issue.